Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they continued to come back monthly for over a year to try and get it set to work and finally they did an x-ray and was told that the lead has moved and has not been attached where it needed to be. When asked, patient said that as of january the system has been turned off by the physician's assistant and patient is not using it anymore. Patient said that within six months would like to have the implant removed. Patient also said that is on a different medication that they have not tried before and has been on it since january and said that it is working better than anything they have tried for years. Reviewed maintenance of external devices as patient still has the implanted system. Patient to provide update after implant is removed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2xkpx); product type: 0200-lead; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.